Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with one ecr45m cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic left lower lobectomy, bleeding occurred as soon as the jaws opened after the device loading the reload was fired on the pulmonary artery at the 2nd firing. Blood transfusion was not required. The deployed staples of the patient side seemed to be malformed though the other side was properly formed. Additional suture was performed. There were no adverse consequences to the patient.